Event description:
It was reported that the tip of the device broke off during use and remained unretrieved in the patient's bone. The procedure was an ankle arthroscopy to remove a large loose body bone fragment. As the surgeon was attempting to remove the mass using this device, the tip broke off inside the joint space. The device fragment was seen in the joint space; as the surgeon was about to make an attempt to remove it, fluid caused the fragment to move out of the joint space and out of the surgeon's vision. The case was continued; the loose body bone fragment was found to be too large to remove arthroscopically, so the procedure was converted to an open procedure. The incision on the anterior lateral portal was enlarged in order to remove the bone fragment. The enlarging of the incision was not done in order to remove the device fragment. After the loose body was removed from the patient, an x-ray was preformed to locate the device fragment. The fragment was seen posterior lateral of the calcaneus, no longer in the joint space. The surgeon felt removing the device fragment would cause more harm to the patient than leaving it unretrieved. The patient's bone quality is unknown.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. One device returned. The distal tip of the device is broken off. A severe bend can be seen at the fracture face of the device. The device met all material specifications as received. The complainant's event is typically caused by prying/leveraging the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.